Event description:
The customer reported that following a diagnostic catheterization in 1999, an attempt was made to deploy a vasoseal vhd kit size 6 which was unsuccessful. On november 9, 1999, the pt was seen by internist for complaints of groin pain and was referred to a surgeon. The surgeon performed a cut-down procedure to remove a foreign body which was referred to as the "catheter sheath" in the operation notes. The foreign body was sent to pathology for eval. However, the pathology report results were not made available. No further complications were reported.